Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was a baseline 7mm pe present around the right atrium, behind the laa, and around the ventricles. Venous access was obtained and transseptal puncture (tsp) was performed with non-boston scientific (bsc) fixed curve sheath and an nrg transseptal needle. A 31mm watchman flx closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed. Multiple recaptures were performed, and the closure device did not meet release criteria. The closure device and wds were removed, and a tee sweep was performed, and no change was noted on the baseline pe. A 31mm watchman flx pro closure device and delivery system (wds) was advanced and deployed, requiring multiple recaptures before implanting after meeting release criteria. A final sweep of tee imaging discovered the baseline pe had increased in size and was located in the laa. Cardiac tamponade and hypotension were noted. A pericardiocentesis was performed and almost 2 liters of blood was removed, during which the patient received a blood transfusion. The patient subsequently had a pericardial window procedure, and the surgeon could not identify a source of bleeding, so no interventions were performed. A pericardial drain was placed and is draining 70cc/day and will be removed when it begins to drain less than 30cc/day. The patient remains hospitalized for alcohol withdrawals and liver cirrhosis, which was unknown to the physicians prior to the index procedure. In the physician's opinion, the pe worsened during the procedure due to multiple manipulations of the wds.